Manufacturer narrative:
Explanation to e1: although the failure was found in arjo service center, the product returned from the customer: (B)(6) medical center. For this reason customer address was added in e1 field. Investigation has been carried on and the conclusions are following. The citadel plus bed is part of arjo us rental fleet. After the bed returned from the customer to the service center, it was inspected and repaired following quality process. During this inspection, the service technician discovered that the left foot side rail was damaged. As a correction the service technician replaced the damaged side rail. Photographic evidences provided show that the safety side rail plastic cover had been detached from the side rail arm assembly. All six screws holding the side rail plastic cover and side rail mechanism were intact. It may indicates that there had been excessive force applied to the safety side rail panel. It is unknown how and when side rail had been damaged and if the failure occurred during therapy or was a result of transport damage. In summary, the device failed to meet its performance specification as side rail detached completely from the bed frame. It is unknown how the damage occurred and when. There was no indication of patient involvement. Although, the failure was not reported by a customer and there is no indication of patient involvement, we report this case due to the nature of the failure as detachment of the safety side rail.

Manufacturer narrative:
The evaluation of the involved bed in the arjo service center confirmed that the safety side rail cover detached from the safety side rail mechanism. The analysis is ongoing. The results of this analysis will be provided in the next follow-up report.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
Following the information provided the left foot- end safety side rail panel (plastic cover) detached fully from the citadel plus bed's frame. There was no indication of patient's involvement. No injury was reported.